Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, the manufacturing records for the complaint device cannot be reviewed. If any further relevant information is received, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary angioplasty treatment procedure, a detachment issue occurred. Access was obtained through the right femoral artery. The 99% stenotic lesion was located in the moderately tortuous left anterior descending artery. When the physician was advancing the 182cm choice pt guidewire through an unspecified stent, the "coating got peeled" and detached from the guidewire. The patient was sent to surgery to remove the coating fragments. No patient complications were reported and the patient's status is stable.